Manufacturer narrative:
The investigation into the access site bleeding has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The clinical evaluation revealed that the patient condition was the most likely cause of the access site bleeding. The failure mode will be monitored and trended. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The medical center discarded the impella pump product and introducer sheath product at the time of explant. No benchtop analysis to root cause is possible. Additional clinical details and imaging have been asked for but, to date not furnished. The manufacturer will file a final report if root cause is determined with new details being shared for investigation. The failure mode will be monitored and trended.

Event description:
The medical center had an impella cp placed for support via the right femoral in a patient with known peripheral arterial disease and small diameter vessels. The team noted limb ischemia and monitored the limb, considered thrombectomy, and finally explanted the pump and instead placed an iabp by the contralateral leg. Beyond explant no other measures were performed. The thrombectomy was not deemed necessary.